Event description:
Philips received a complaint on the mrx device indicating that display face plate needs replacement. There was reportedly no patient involvement. The bench tech evaluated the device. It was determined that this was a malfunction of the display face plate, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.